Event description:
It was reported that shaft break occurred. During unpacking of a 3.25mmx8mm quantum maverick balloon catheter, it was noticed that the delivery shaft was fractured. No patient complications reported as the device did not enter the patient's body.

Manufacturer narrative:
Lot number corrected to 0020903544. - expiration date corrected to 07/17/2020. Unique identifier (UDI)# corrected to (B)(4). Device manufacture date corrected to 7/19/2017. The quantum maverick was returned for analysis. The balloon was tightly folded. The tip, balloon, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and a hypotube fracture located 74.2 cm from the tip of the device. The fracture faces of the hypotube were ovalized, as if kinked prior to separating. Inspection of the rest of the device found no damage or defect with the device.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.25mmx8mm quantum maverick balloon catheter, it was noticed that the delivery shaft was fractured. No patient complications reported as the device did not enter the patient's body.